Manufacturer narrative:
Device analysis report attached. This report is submitted on october 27, 2022.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2022 due to incorrect placement of electrode array. The patient was reimplanted with another cochlear device during the same surgery.